Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This event is conservatively reported for stroke as it cannot be said for certain that the clip delivery system did not cause or contribute to the patient injury. It was reported that the patient with functional mitral regurgitation (mr) underwent a mitraclip procedure on (B)(6) 2016 reducing mr from 4 to 1-2. On (B)(6) 2016, the patient experienced left-sided weakness and hemianopia with left-sided inattention. The patient was diagnosed with stroke. Medication was administered and the patient condition is ongoing. No additional information has been provided.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This event is conservatively reported for stroke and patient death, as it cannot be said for certain that the clip delivery system did not cause or contribute to the patient condition. Subsequent to the initial report, additional information was received which indicates that computed tomography of the brain was performed on (B)(6) 2016 and noted right-sided infarct. The patient went into multi-organ failure and experienced lung atelectasis, requiring intubation. A tracheostomy was performed; however, the patient condition deteriorated and the patient died on (B)(6) 2016. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effects of death, stroke (cerebrovascular accident), emboli (thrombus), renal failure and respiratory failure, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, a definitive cause for the reported thrombus and cerebrovascular accident (stroke) could not be determined. The reported weakness (physical), renal failure, respiratory failure and subsequent death; however, were due to the stroke. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the 30-day and follow-up #1 medwatch report, additional information was received which indicates that computed tomography of the brain was performed on (B)(6) 2016 and noted right-sided infarct, with possible thrombus. The patient was started on heparin. The patient experienced worsening renal function and inotropic medication was administered. No additional information was provided.